Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain ") and vulvovaginal pain ("vaginal pain "). The patient was treated with one or more surgeries to remove one or more coils on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 50512917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day" on (B)(6) 2012. The patient's medical history included vaginal bleeding, abdominal pain, nausea, gallstones, pancreatitis, headache, hand swelling, ovarian cyst and cholecystectomy. Concurrent conditions included dysmenorrhea, rheumatoid arthritis, gout, uterine bleeding, abdominal pain, pain in hip, low back pain, endometritis, wrist pain, shoulder pain, knee pain, menometrorrhagia, headache, irritable bowel syndrome, breast pain, dysfunctional uterine bleeding, rectal bleeding, vaginal abscess and pelvic abscess. Concomitant products included allopurinol from (B)(6) 2011 to (B)(6) 2012, levonorgestrel (mirena) since 2009 to (B)(6) 2012, medroxyprogesterone acetate (depoprovera) from (B)(6) 2012 to (B)(6) 2012 and omeprazole from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with surgery (one or more surgeries to remove one or more coils, hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, fatigue, vaginal discharge, migraine, menorrhagia, vaginal haemorrhage and back pain was resolving and the abdominal pain lower, vulvovaginal pain, nausea, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : medical device monitoring error" most recent follow-up information incorporated above includes: on 28-nov-2018: plaintiff fact sheet was received. Lot number were added. Events added from pfs- fatigue, vaginal discharge, nausea, migraines, headaches, dysmenorrhea (cramping), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), lower back pain. Concomitant drug, reporter information, lawyer, lab data were added. Events outcome were updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 50512917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day" on (B)(6)2012. The patient's medical history included vaginal bleeding, abdominal pain, nausea, gallstones, pancreatitis, headache, hand swelling, ovarian cyst and cholecystectomy. Concurrent conditions included dysmenorrhea, rheumatoid arthritis, gout, uterine bleeding, abdominal pain, pain in hip, low back pain, endometritis, wrist pain, shoulder pain, knee pain, menometrorrhagia, headache, irritable bowel syndrome, breast pain, dysfunctional uterine bleeding, rectal bleeding, vaginal abscess and pelvic abscess. Concomitant products included allopurinol from (B)(6)2011 to (B)(6)2012, levonorgestrel (mirena) since (B)(6) to (B)(6)2012, medroxyprogesterone acetate (depoprovera) from (B)(6) 2012 to (B)(6)2012 and omeprazole from (B)(6)2012 to(B)(6)2013. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6), the patient experienced fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced nausea ("nausea"). In (B)(6), the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with surgery (one or more surgeries to remove one or more coils, hysterectomy (partial)). Essure was removed on(B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, fatigue, vaginal discharge, migraine, menorrhagia, vaginal haemorrhage and back pain was resolving and the abdominal pain lower, vulvovaginal pain, nausea, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : medical device monitoring error" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day" on (B)(6) 2012. The patient's past medical history included vaginal bleeding, abdominal pain, nausea, gallstones, pancreatitis, headache, hand swelling, ovarian cyst and cholecystectomy. Concurrent conditions included dysmenorrhea, rheumatoid arthritis, gout, uterine bleeding, abdominal pain, pain in hip, low back pain, endometritis, wrist pain, shoulder pain, knee pain, menometrorrhagia, headache, irritable bowel syndrome, breast pain, dysfunctional uterine bleeding, lower gastrointestinal bleeding, vaginal abscess and pelvic abscess. Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error". Most recent follow-up information incorporated above includes: on 7-sep-2018: event "essure insertion and ablation performed on same day ", concomitant and historical condition, reporter added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.